Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 20, and issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place original pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.